Event description:
It was reported while removing an unspecified bd pen needle from the pen the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter: the needle was attached to the pen and removed when it was removed the needle did not come with and was jammed in sideways at the stopper of the pen.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while removing an unspecified bd pen needle from the pen the needle pulled out. There was no report of patient impact. The following information was provided by the initial reporter: the needle was attached to the pen and removed when it was removed the needle did not come with and was jammed in sideways at the stopper of the pen.